Event description:
Needle came unattached from vactainer while drawing blood from pt. Appears to be a needle/ vacutainer incompatability. Needles do not fit well on these vacutainers. They are vanishpoint automated retraction blood collection tubes holders.